Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant products: 00625006530 bone screw self-tapping 6.5 mm dia. 30 mm length 62837007; 00625006530 bone screw self-tapping 6.5 mm dia. 30 mm length 62793485; 00587806532 nexgen complete knee solution, trabecular metal standard primary patella 62756914; 00588605310 trabecular metal posterior stabilized monoblock tibial component: yellow, size 3 c-d,10mm 61844337; 98000220023 porous flx fem/tm mono tib/ std pat k3 construct. (B)(4).

Event description:
Patient reported experiencing right knee pain. Medical records indicate right knee pain, catching sensation, swelling, patellar loosening and ballottement, erythema, malpositioned tibial component and lucency, and the presence of a limp. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.